Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy/ pre-existing conditions (short posterior leaflet length, restriction) contributed to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted at a3/p3. A second clip delivery system (cds) was advanced to the left atrium (la) when it was noted the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The second clip was able to be placed at a1/p1 to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects.